Manufacturer narrative:
A review of tickets and testing for the likely cause lot could not be performed since the likely cause lot is unknown. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. It is possible that the elevated architect anti-hbs results for this patient are due to reagent/sample integrity issues or instrumentation issues at the time of testing. However, the customer agrees that the false positive anti-hbs results may be due to a nonspecific reaction originating from the specimen. A review of manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Labeling addresses proper reagent and specimen handling along with potential causes of erratic results. Based on the investigation no systemic issue or deficiency of the architect anti-hbs assay was identified.

Manufacturer narrative:
Patient information: no specific information was provided an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product list 7c18, that has a similar us product distributed in the us, list 1l82.

Event description:
The customer observed (B)(6) architect (B)(6) results for one patient. The following data was provided (units of measure = miu/l): sample 1: (B)(6) hospital measurement = (B)(6). Sample 2: current measurement = (B)(6). (B)(6) is negative for both samples and there is no history of (B)(6) or vaccinations. No impact to patient management was reported.